Manufacturer narrative:
Initial and final MDR (B)(4). Patient city: (B)(6). Patient country: united states. Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress.

Event description:
Reference number (B)(4) event occurred in the united states. It was reported that the patient experienced cannula issues with eleven infusion sets between (B)(6) 2026 and (B)(6) 2026. The patient stated that the cannulas were bent, and symptoms were noticed several hours after insertion, with each infusion set being in use for approximately six hours. The patient experienced high blood glucose during these events and treated the elevated glucose with a correction bolus via the pump and a correction injection. The patient replaced the infusion set and successfully resumed insulin delivery. No further information available.